Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there is leakage at the connection of the button itself and at the connection of the extension tube. The device is scheduled to be removed and replaced tomorrow. There was no reported patient injury.

Event description:
It was reported that there is leakage at the connection of the button itself and at the connection of the extension tube. The device is scheduled to be removed and replaced tomorrow. There was no reported patient injury

Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one unknown button replacement gastrostomy tube with three other attaching tubes were returned for evaluation. Visual, functional, and dimensional evaluations were performed. The investigation is confirmed for leakage at connection with external tubing, as with each feeding tube a leak was noted between the tube and the button when flushed. Dimensions evaluated and compared to specifications, including ID of the button port and largest ods on the distal adaptors of the feeding tubes, were within specification. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.